Manufacturer narrative:
Date of event: exact event date unknown.

Event description:
It was reported the patient experienced a return of his back and leg symptoms, as well as his pre-implant pain. The patient underwent an explant procedure where the superion indirect decompression spacer was removed in order to get a more invasive procedure. The patient did well post-operatively. The device was retained by the facility, and will not be returned for analysis. No further information has been obtained despite good faith efforts.